Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The footswitch was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 15, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A director of nursing reported the system did not work with the foot pedal during a cataract procedure. The case was completed with an alternate unit. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).